Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the battery is worn out. There was no patient involvement. The customer worked with the technical support representative. The customer found the battery worn out. The device needs a battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.